Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the pictures provided in response to this report because the product said to be involved was not provided to cook for evaluation. The photo that the user provided is a photo of three (3) bands after being deployed off of the barrel. The bands in the photo have not constricted as intended and we can confirm the report. Due to the product not being returned, we cannot complete a full evaluation of the device. Inadequate storage conditions (excessive light and heat), sterilization and/or expired bands could contribute to the properties exhibited during the product evaluation. The lot number associated with this complaint was researched to determine the manufacturing date of the bands. We can conclude from the research that the bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Inadequate storage conditions (excessive light and heat), sterilization and/or expired bands could contribute to the properties exhibited during the product evaluation. The lot number associated with this complaint was researched to determine the manufacturing date of the bands. Per the band supplier, if properly stored, tubing [bands] can maintain its specification properties for five (5) years or longer. The tubing [bands] should be stored in containers, which are sealed from airflow and light. These bands are stored at our facility in an air tight container to protect against exposure to uv (ultraviolet) light. We can conclude from the research that the bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. As a precaution the instructions for use state: "band ligation may not be effective when applied to small varices." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used a cook 6 shooter saeed multi band ligator. After three (3) bands were ligated on the varix, the rest of the three (3) bands were withdrawn with endoscope [still on the barrel]. They wanted to check and confirm that bands are good enough for retention of the ligation. They shot out of the remaining bands into a container of water and found that those bands didn't have good enough elasticity. The results of the testing made them worry about re-bleeding later if there is not good enough band elasticity for good retention. The following clarification was received 09/12/16: "the doctor needed only three (3) bands for ligation for this case. In the mean time, the doctor and his assistant worry about the bands quality, as they feel that the ligation is not good as the previous cases they have done [bands did not constrict]. So, they would like to test them to make the confidence [to be more confident]."